Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were not able to empty their bladder as they did when they first got the device implanted and they first noticed that since a couple weeks ago. Patient added yesterday (B)(6) 2025 it was really bad. They got in touch with their health care provider (hcp) office and they were redirected to call. Patient's upset because they said they're getting the run around and no one tells them how to set their therapy. Reviewed therapy information and general programming guidance. Patient requested to talk to their local representative. Emailed representative. Redirected to hcp to further address issue.